Event description:
On (B)(6) 2009, the pt reported that she was attempting to change the insulin cartridge and it "exploded" in the infusion device. She stated that after the insulin cartridge was inserted into the infusion device, an e10 (cartridge) error was displayed. She removed the insulin cartridge and the plunger became stuck to the piston rod of the infusion device and insulin was spilled. She stated that she did not pull the insulin cartridge from the infusion device. She turned the infusion device upside down and turned the adapter counter-clockwise per the user's manual. She stated that prior to removing the insulin cartridge, there was already insulin in the cartridge compartment. The pt was using an insulin cartridge that expired in 12/2005. She was advised against using expired product. No physiological effects were reported. She stated that she does have a backup infusion device but she will wait to receive the replacement before reconnecting. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.